Event description:
Customer performed a blood glucose test at 8am and received a result of 176mg/dl. Pt took their normal amount of insulin. The customer passed out at 5pm while eating. Paramedics were called and they tested and received results of 27 and 29 mg/dl. The customer was injected with something to bring up sugar. The customer was taken to the hospital where an x-ray was performed. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.